Manufacturer narrative:
Clarification d.6a - partial date of implant reported as 2003. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and "discomfort". This record is for the right side. Device remains implanted. Manufacturer of the device is unknown.